Event description:
Material: mx4452. Lot: 24019188. It was reported by customer that they had a faulty set which broken apart at the stopcocks. Verbatim: rcc received a complaint via email: it sounds like you had a faulty set. The sets should not be broken apart at the stopcocks. Please save the tubing. I am cc¿ing our product complaints team on this email so they can open a file. We need the faulty set to be sent in for investigation. Our product complaints will send you a return label for this. Item - mx4452.

Manufacturer narrative:
It was reported by customer that they had a faulty set which broken apart at the stopcocks. One sample was received for quality investigation. Visual inspection indicates that the joint between the stopcocks show that the luer connection of the stopcock broke inside the female side of the other stopcock. The customer complaint of component damage - leak was confirmed. Further investigation was conducted at the manufacturing facility at it was deemed that the issue was not caused by the manufacturing and assembly process. Based on the investigation and the information provided regarding the sample, the root cause for the failure could not be determined. A possible root cause for the failure could be a mishandling of the infusion set causing for the stopcock to break. The bd clinical team has been informed of the issue and will contact the customer if additional information or training is necessary for the proper use of the product. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd maxguard administration set with needleless y-site(s) and stopcock was broke the following information was received by the initial reporter with the verbatim it was reported by customer that they had a faulty set which broken apart at the stopcocks.